Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a power on reset (por)/electrical reset occurred on the implantable cardioverter defibrillator (ICD), and that there was a ¿no reason code¿ for the por. It was noted that there was an arrhythmia episode just after the por that resulted in a 34.5j shock that converted the patient out of the arrhythmia. Additionally, due to the por it is believed that the right ventricular (rv) lead had an insulation breach. The ICD was explanted and replaced as it was also approaching elective replacement indicator (eri). The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.